Event description:
It has been reported to philips that the system did not turn on x-ray. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that flat detector cooling hose leaked fluid on to the top of the flat detector. This caused the detector to go in to safe mode and turn off the x-ray. The detector has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not turn on x-ray. Upon further troubleshooting actions, the fse found that the flat detector cooling hose leaked fluid onto the flat detector. The fse replaced the detector. After replacement of the detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.